Event description:
It was reported that the pt's neurostimulator had high impedances and the both the device and the lead were explanted and replaced. Following the replacement procedure, the pt felt the stimulation sensation appropriately. If additional info is received, a f/u report will be sent.

Manufacturer narrative:
Analysis of the neurostimulator found no significant anomalies. The connector module and ins can were scratched. The setscrews, grommets, connector ports, and access hole adhesive were ok. Telemetry was ok. There was good stable output on the electrode pairs as received. There was good stable output on all electrodes referenced to the case. There were no issues when pressing on the ins can. Analysis of the lead found broken conductors near the tines. The proximal end of the lead was ok, with setscrew marks in the correct location. Three conductor wires were broken between the most proximal tine and the marker band. Suspected body fluids were observed in the lead. The distal end was ok. Circuits #0, #1 and #2 were open. There were no shorts between circuits.

Manufacturer narrative:
(B)(4).